Manufacturer narrative:
A siemens customer service engineer (cse) inadvertently pricked her finger with the tip of the probe of an atellica ch 930 analyzer while attempting to clean the probe to resolve level sense errors. The cse cleaned the probe, performed system verification, and brought the instrument back to operational. The cause of the finger prick is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
While troubleshooting level sense errors on the atellica ch 930 analyzer by cleaning the clogged sample probe, a siemens customer service engineer (cse) inadvertently pricked her finger with the tip of the probe, which tore her glove. The cse observed a drop of blood emerging from her thumb as a result of the finger prick. The cse washed and disinfected her thumb. There was no cross contamination with other patient sample tubes. There are no known reports of adverse health consequences due to this event.